Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure it was intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the packaging. It was reported that stent deformation occurred. A non-medtronic guide extension catheter was inserted through a guide catheter. When the stent was used, the stent became deformed when it came into contact with the guide extension catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.